Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
When the pump is running, the pump stop moving instantly and the error has occurred on pump with code err_s-stop and monitor (scp) show error code er07. After the operation is complete, user recognize that the cmu is off and the mode cardioplegia is gone from twin pump. No patient injury reported. (B)(4).

Event description:
Internal reference: (B)(4) / onesupport (B)(4).

Manufacturer narrative:
The part was requested on 2018-06-11 (refer to RMA#35124). Part was received on 2018-08-10 in rastatt. The investigation was performed in the life cycle engineering (lce) in rastatt and the report (B)(4) was received on 2020-04-02. The roller pump module (rpm) motor control board (hereinafter called dut) was received for inspection and testing. The dut was visually inspected. No damaged or missing components were spotted. During the function test, the dut was mounted in a testing device. Upon startup the error "stop-rel" was triggered and the tests "stop relais" and "rev relais" were registered as failed. The reported error "s-stop" and the observed failed tests can be related to a defective power transistor (t1). After exchanging the affected component the pump operated correctly. The reported error "er07" and the failure of the cardioplegia mode are not related to the dut directly but to a common situation where the pump is connected/disconnected to/from an active station at the hl20. Therefore they are considered possible secondary effects of the defect. The most probable root cause of the described error "s-stop" is a defective power mosfet (t1). The cause if this damage can be related to a voltage transient or a statistical failure. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.